Manufacturer narrative:
The hill rom tech found the siderail not latching due to the bolt that holds the siderail mounting bracket in place was loose. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech tightened the bolt to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the pt left foot siderail is not latching. The bed was located at the account. There was no pt/user injury reported. (B)(4).